Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped on (B)(6), 2011. Subsequently the lead was removed twenty one days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.